Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. Once the transseptal was performed, the dilator was removed and a 5f pigtail catheter was advanced over the radio frequency (rf) wire. The rf wire was then removed however it was noted the coating was stripped from about 3/4 down from pigtail. The procedure was continued and completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further informed the wire was not inserted in any metal cannula and no catching noted with any of accessory device. The insulation shearing was from the middle to distal end. No wire straightener used.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.